Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer would load a new cartridge and customer declined any further assistance from tandem technical support.